Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the reservoir had rewind anomaly and power error detected. The patient¿s blood glucose level was unknown at the time of the incident. Issue was not resolved by troubleshooting. The customer was advised that the reservoir needs to be replaced. The device is expected to be returned for analysis.

Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, rewind, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No rewind or prime anomalies were noted. Device left at the pump display properly matched unit left at the test reservoir. However, power error due to connector resistance issue electrical board.